Event description:
It was reported that an ilet user experienced interrupted insulin delivery when the system entered bg run mode without a manual glucose entry, followed by an undismissed occlusion alert and subsequent sensor issues and failures while using a g7 sensor. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond troubleshooting. Investigation included review of device logs and user report. Investigation of this case revealed bg run mode initiation with halted automated dosing, an occlusion alert that was not dismissed causing delivery to stop, and recurring sensor errors consistent with sensor communication failure, with delivery later resuming after an insulin set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.